Event description:
Reference medwatch 1219856-2008-00499 for first event and medwatch 1219583-2008-00501 for the third event involving the same pt. The intra-aortic balloon (iab) was prepped per instruction and the sheath was inserted via the left femoral artery. The iab was inserted and within "seconds" the pump, kaatii plus, alarmed "high pressure." Under fluoroscopy the md said the iab seemed to not be fully inflated distally. As a result, the iab was removed and a third iab was inserted.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.